Event description:
It was reported, episodes of oversensing due to myopotentials were observed on the device. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.